Event description:
My dexcom g6 sensor has failed after wearing for less than the 10 days it should work for. Dexcom allows me to know if my sugar is low or too high. Without it I can pass out and not have any idea it is about to happen. This equipment is expensive and should not be faulty as often as it is, this is the last straw because the last three sensors I've had have all failed. FDA safety report ID # (B)(4).